Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an unknown transmitter issue was reported. The patient's father stated the transmitter did not provide an alert and the patient experienced a serious hypoglycemic event. No additional patient or event information is available. No product or data was provided for investigation. Confirmation of the complaint was not confirmed. The root cause could not be determined.